Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of continuous alarms from the mobile power unit (mpu) was not confirmed as the issue was not reproduced during testing of the returned mpu (serial number: (B)(6)). The returned mpu was evaluated by service depot and no issues were observed. The mpu operated a mock circulatory loop without any issues or atypical alarms produced, including when the patient cable was manipulated by hand. A full functional checkout was performed and the mpu passed all tests without issue. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number (B)(6), was shipped to the customer on 28feb2021. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explains the various ways to power the system, including the operation of the mpu. This section informs the user of how to insert or replace the mpu batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was damaged beyond repair and had continuous alarms. Replacing the battery did not resolve the event. The mpu was exchanged.